Event description:
The customer reported that the system displayed an intermittent overload fault error message on the c-arm.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service representative replaced and calibrated the xray tube. The system is operating as intended.